Event description:
It was noted that the patient had a pump replacement on 2014-(B)(6), due to tissue growing over the catheter. It was noted that the patient had memory loss and had a hard time remembering. It was noted that the pump was messing up and patient was not completely sure why. Patient did not know exactly why they had the pump replaced. The medication infusing was unknown in the pump that was replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter, product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).